Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature displayed on the monitor inaccurately in the temperature sensing cable. Per notification received via ibc on 21oct2020, when connecting the cable, the temperature was sometimes not displayed. Moreover, when the connection part was turned, the temperature became more unstable. Customer wanted to inspect the inside of the connection as well as the presence of disconnections.

Event description:
It was reported that the temperature displayed on the monitor inaccurately in the temperature sensing cable. Per notification received via ibc on 21 oct 2020, when connecting the cable, the temperature was sometimes not displayed. Moreover, when the connection part was turned, the temperature became more unstable. Customer wanted to inspect the inside of the connection as well as the presence of disconnections.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. No root cause could be found because the reported event was unconfirmed. Received one extension cord without original packaging. No obvious visual defects were observed. An area of the extension cord was taped, but upon removal no defects were seen beneath the tape. The extension cord was plugged in and tested with a multimeter. The extension cord passed the continuity test, as indicated by the multimeter reading and accompanying sound. The sample meets the specification "plug and jack must be firmly secured to wire." The device history record review was not required as the reported event was unconfirmed. Labeling review was not required as the reported event was unconfirmed. Corrections: d, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.